Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00x12mm promus premier drug-eluting stent was selected for use to treat a lesion. However, during preparation of the device, it was noted that the shaft of the stent was broken. The device was never used inside the patient. The procedure was completed with another of the same device. No patient complications were reported.